Manufacturer narrative:
Follow-up 06/28/2016: customer reported that their bg levels decreased to 213 (mg/dl). Customer indicated that they will eat a meal and correct for the blood glucose level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 404 (mg/dl). Reportedly, customer's bg levels increased after their health care provider (hcp) adjusted pump settings on (B)(6) 2016. Customer changed pump supplies and administer boluses to treat bg levels; however, bg levels remained elevated or increased. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.